Manufacturer narrative:
The ventilator was investigated on site by the hospital and no fault was found during a simulated use test. No part was replaced. Evaluations of the received device logs shows matching event on the reported event day. Between february 18, at 19:05 and february 20 07:40, several alarms for o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. Since no fault was found and no part was replaced, the cause of the reported failure could not be determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).